Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2013. Uneventful device explant (B)(6) 2016. Linx device found in the correct position/geometry. Hiatal hernia (4-5cm) developed between the time of implant and explant. Patient reported severe coughing fit in (B)(6) 2015 that correlated to the return of reflux symptoms. After device removal, patient underwent nissen fundoplication.